Event description:
The manufacturer received information alleging a ventilator's fio2 sensor calibration does not pass 100% calibration. There was no harm or injury reported. The device's o2 sensor needs to be replaced to address the issue.